Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that attempts were made to interrogate this cardiac resynchronization therapy defibrillator (crt-d). It was noted that the device had reached end of life (eol) over two and a half years ago and that storage mode was on. Boston scientific technical services (ts) verified that it was likely the device was dead and unable to provide therapy. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted for normal battery depletion. No additional adverse patient effects were reported.